Event description:
A healthcare facility reported to our distributor that the expiratory limb on 3 rt210 adult breathing circuits could not connect to the heater wire adaptor. It was reported this was due to the rt210 heaterwire connector being bent. No patient consequence was reported.

Manufacturer narrative:
The device is en route to the manufacturer for inspection. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0011%.